Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire and broke. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.